Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal of the mitraclip delivery system. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The mean pressure gradient was 3.5mmhg. The steerable guide catheter (sgc) was inserted and the clip delivery system was advanced. The clip was placed without issue, however the mean pressure gradient increased to 14mmhg. The clip was not implanted. The gradient returned to baseline. The clip was fully closed however, during removal of the cds, resistance was felt with the sgc and the user pulled the cds too quickly and the clip got caught on the sgc soft tip. The clip remained on the mandrel but looked like it was more at an angle. The clip was able to be inverted and was retracted further into the sgc. The devices were removed as a single unit. No clips were implanted, mr remains at 4. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to these events. Additionally, a review of the complaint history did not identify a lot-specific product issue. Based on the information reviewed, the reported product quality problem (irregular appearance) appears to be due to the difficult removal. The difficult removal appears to be related to procedural/user technique. There is no indication of a product issue with respect to manufacture, design or labeling.na